Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
The patient reported that his lead was found "not to be working correctly". Further follow-up revealed that there was a capture problem with the pace/sense portion of the lead. The pace/sense portion was capped and replaced. Additional information was received alleging the patient "suffered physical and other injury" due to the lead, and experienced " inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." It also alleged that the patient has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress". No further patient complications have been reported as a result of this event.